Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.